Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. Visual and x-ray examination found the retracted helix clogged with dried blood and cuts to the insulation at 13.8 cm., 13.9 cm., and 14.0 cm. From the connector pin due to procedural damage. No other anomalies were noted besides procedural damage, with no shorts or discontinuities. The reported event of inadequate capture was not confirmed.

Event description:
Related manufacturer reference number: 2017865-2019-10680. It was reported that a patient presented at a follow-up in clinic with phrenic nerve stimulation due to the left ventricular lead. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The physician explanted and replaced both leads. The patient was in stable condition.